Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked at the blue winged luer cap. This was noticed prior to patient use and was contained within the sealed pouch. The device contained 4900mg fluorouracil in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: e1. Additional information: h4, h6, h11. H4: the lot was manufactured between december 5-7, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed white drug residue located at the blue winged luer cap which suggested a leak may have occurred at that specific area of the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.